Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information, there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that starting around midnight on "(B)(6) 208," the patient's blood pressure (bp) ranged between 40-50s requiring multiple intravenous (IV) medications which included: levophed 0.2 mcg, epinephrine 0.1 mcg, vasopressin 0.1 units, and dopamine 10 mcg. It was stated that the source of the bleeding was unknown, and it was suspected that it was internal post-implant bleeding. It was then stated that the patient went back to the operating room (or) on (B)(6) 2018 for exploration to rule out tamponade, retroperitoneal (rp) bleed, and or device malfunction. As per the or report: ¿upon opening the patient's chest for re-exploration, left ventricular assist device (lvad) driveline has a short intraperitoneal course before entering the chest. This was associated with a small serial injury to the greater curve of the stomach, near the ommentum and epiglottic vessels. The patient was also coagulopathic and had bleeding from this area." It was also noted in operative-report that "the injury itself was quite small with patchy mucosa, but no gastric spillage¿. It was stated that liver shock was also identified, and worsening heart failure was occurring. No further patient complications have been reported as a result of this event.